Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0504 captures the reportable event of balloon leak in an unknown anatomy location. Block h11: investigation results the device was not returned for analysis and was reported to be discarded; therefore, a technical analysis could not be performed. With all available information, boston scientific concludes the reported event of balloon leak could not be confirmed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established a review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots and a manufacturing review of the most probable lots did not identify any anomalies or deviations that could have contributed to the event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre pro gi dilatation balloon was being prepared to be used in a procedure performed on (B)(6) 2026. During preparation, a leak was observed while the balloon was inflated for inspection and failed to properly inflate. The anatomy location of the procedure is unknown and is being reported as it may have occurred in the esophagus. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.